Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose level of 598 mg/dl. The customer's wife stated that the day prior to the event, the customer had been experiencing unexplained high blood glucose levels. The customer's wife also stated that the customer changed his infusion set two days before the event and uses a quick-set infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed both the fixed and prime and high pressure tests. Nothing further was reported.